Event description:
It was reported on to boston scientific corporation in 2007 that a leveen needle electrode was used in a radio frequency ablation procedure on a male patient (age and weight unknown) on approx nine and a half months later. According to the complainant, after the "rf ablation [was] completed, [the grounding] pads [were] removed from [the] upper thighs and [a] blister and redness [were] noted... Polysporin [was] applied." The complainant reported that the patient's condition was "stable" and "no further intervention [was] needed."

Manufacturer narrative:
The lot number is unknown; therefore the manufacture date cannot be determined. The device has not been returned. A device analysis is not available; therefore, the relationship between the device and the event is undetermined. The lot number of the suspect device was not available from the complainant. A review fo the customer's shipment history identified three lots that were shipped to the user facility prior to the event date (lots 9288929, 9259590, and 9643197). A search of the complaint database revealed no additional complaints for these lots. The device history record for each of the three lots was reviewed; no anomalies were noted. For complaint trending purposes, the leveen needle electrode product family is part of the rf probe product family. The december 2007 15-month rf probe product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.